Event description:
In 2009, boston scientific corporation was informed that during a procedure, the resolution clip device clip stuck to the catheter and would not fully deploy. The catheter, which was partially attached to tissue, was pulled out and subsequently tore tissue in the colon. Two additional attempts were made to place clips. However, both clips fell off into the pt's colon and were not retrieved. The procedure was complete. Note: this report is for the third of three devices used in same procedure. Please refer to MFR #'s 3005099803-2009-00553 and 3005099803-2009-00578 for other related reports.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates cannot be determined.